Event description:
It was reported that the device used during a total abdominal hysterectomy. The hand activation button would not work at all. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.